Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced light sensitivity indoors and unable to see far or near. The lens was explanted and replaced with atiol lens. Clinical reason for explant was mentioned as mechanical complication.